Event description:
It was reported that an increase in lead impedance was observed. The patient received inappropriate therapies. Fluoroscopy revealed externalized conductors due to insulation damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.